Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer was reported that the scroll bar was moving with no input, numbers were ramping on their own. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the down and left keypad buttons were not working. After peeling off the keypad overlay and a couple of layers underneath it, the problem resolved itself and seems to be isolated to the keypad itself. Unable to perform displacement, and self tests due to the keypad anomaly.